Event description:
A healthcare professional reported that a fragmentome tip broke in the patient's eye during a retina procedure. The portion of the tip that broke off was removed during the same procedure. There was no enlargement of the incision as per the reporter. The product was replaced with another and the procedure was completed without consequences to the patient.

Manufacturer narrative:
One opened sample was returned for eval. The sample was visually examined using (B)(4) magnification and was found to be a broken tip. The break point is at approx. .290" from the tip. There is discoloration around 2/3 of the cannula on both sides of the break point. The discoloration appears to be from heat. The cannula walls are even and thick. Additionally, the threads were slightly worn with scoring present on the back of the flange and threads from its use. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The exact root cause for the broken phaco tip cannot be determined from this eval. All phaco tips are 100% visually inspected by trained operators at the end of the mfg process prior to release of the product. (B)(4).